Manufacturer narrative:
Date sent to the FDA: 1/21/2026. D4: the device catalog number is unknown; therefore, UDI is unavailable. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that patient underwent ventral hernia and umbilical hernia repair on (B)(6) 2019 and mesh was implanted. It was reported that patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced wound infection. No additional information was reported.

Manufacturer narrative:
Date sent to the FDA: 1/23/2026. Corrected information: h6 (type of investigation code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.